Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining battery percentage had decreased from 44% to 12% over the last 12 months. A request was made to have technical services analyze data from this device. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest device replacement has been scheduled at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining battery percentage had decreased from 44% to 12% over the last 12 months. A request was made to have technical services analyze data from this device. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest device replacement has been scheduled at this time. No adverse patient effects were reported. It was reported that this device was subsequently explanted and replaced. The product will not be returned for evaluation. No additional adverse patient effects were reported.